Event description:
Pt to pacu from or with 30fr nasal trumpet in place. Trumpet suctioned and obtained "large amount of thick yellow sputum." The pt's respiratory rate was 10, oxygen saturation 80%, and pt. Was difficult to arouse. Pt. Given 0.04 mg narcan. During the next few days, pt. C/o throat pain, with speech somewhat whispered. Pt. Given lozenges, chloraseptic spray, and decadron. Pt. Consulted by medical respiratory intensive care unit (mricu), and nothing was found. The neurosurgery attending had pt. Open her mouth really wide and saw green tubing in nasopharynx. Pt. Taken to pacu for safety precautions. Conscious sedation administered, and nasal trumpet removed from nasopharynx by anesthesia attending. Pt. Recovered with complaints resolved.the trumpets are fairly new and the end that is flush against the nostril is "flimsy" and allows for it to be easily pushed up the nostril.